Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the hospital due to a vibratory alert, low, out-of-range high voltage lead impedance was observed. A chest x-ray was performed but the quality of the image was poor. Programming changes were made. Further testing was successful.